Event description:
Alt was reported, "customer reported that the label denomination of the product isn't right. It is written "short" instead of "standard".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If it becomes available, the evaluation summary will be submitted in a supplemental report.